Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Also, analysis of the device memory indicated a lead impedance out of range alert with low rv pace impedance (less than 200 ohms) noted on (B)(4) 2012. Impedance recovers back to approximately 500 ohms in subsequent weeks.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a warning for an impedance decrease to less than 200 ohms. Also the threshold increased to 2.75 volts. A rv lead replacement may be considered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, other than explant damage, there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. (B)(4).

Event description:
The lead was partially explanted and replaced. During the replacement procedure the lead broke and only the distal portion of the lead could be removed. Following the initial impedance decrease a polarity switch occurred and the patient experienced muscle/pocket stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.